Event description:
Per the clinic, the patient experienced a performance decrement due to migration of the electrode array. It also reported that open circuits on all 22 array electrodes were detected during clinical management of the patient's device. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.